Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) units batteries were not charging. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Staff cancelled billable service call. They are renewing service contract and fse is waiting until this is completed so repair will be covered. No patient involvement and circumstance was during routine check.